Event description:
Pt was a young female who had three ifuse implants placed on (B)(6) 2011. Several days post-op the pt developed pain going down her leg. A CT scan showed the superior implant out the ala anteriorly. Pt was treated with nerve injections. The injections did not provide pain relief. The implant was explanted on (B)(6) 2011, seven weeks post operatively. The implant came out quite easily with the aid of the si-bone osteotome/removal device. The hole was not grafted. The pt was asymptomatic for 36 hours after removal of the implant. Since then, during multiple follow up visits, she has continued to complaint of pain down her leg. She also still has some rsd type complaints of burning and altered sensation. The pt is on nerve medications. To date, her si joint pain is much improved.

Manufacturer narrative:
Based upon the complaint information and investigation, root cause for the revision surgery was incorrect placement of the implant. Late report of this adverse event is addressed under (B)(4).